Event description:
It was reported per field service report: symptom - performed preventative maintenance. Findings/action taken: replaced fiberoptix sensor (fos) slider. Fos readings 15% low. Replaced fos printed circuit board.

Manufacturer narrative:
(B) (4). Per the field service report, after the fos slider was replaced, the fos readings were low. The fos pcb was replaced and the iabp passed functional testing. No parts or recorder strips were returned for evaluation. It was confirmed, the fos pcb was causing inaccurate fos readings.